Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: headache and feeling like he is walking or stepping on needles. Meter was returned - reported defect not reproduced on returned meter. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note 1: manufacturer contacted customer in a follow-up call on 12-mar-2026 to ensure the customer's condition had improved - able to establish contact with customer who stated he was still having the same symptoms. Customer stated he did call doctor, not related to diabetes, but because he had a fall 2 days ago and wanted to know what to do, is waiting to hear back from his doctor about the fall. As reported, customer's fall is not attributed to his symptoms, customer didn't have his walking cane and thought he could be without it. Note 2: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and low blood glucose test results. The customer reported having a headache and feeling like he is walking or stepping on needles; medical attention was not needed at the time of the call. Customer stated he has been noticing with the meter giving him low results at bedtime 178 mg/dl undisclosed whether fasting or non-fasting and high results before breakfast, 189 mg/dl fasting. Customer stated it normally would be high before bed and low before breakfast, which was normal for him. The customer's expected blood glucose test result range was not provided. Customer could not find test strips and was unable to provide lot number information. The meter memory was not reviewed for previous test result history.